Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151696.

Event description:
Voluntary medwatch received states the right ventricular lead was capped due to a non-product experience.